Event description:
The customer reported that the system displayed a control panel error. This error may cause the system to immediately shut down. There is no report of injury or death associated with this event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.